Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where medication was not on profile. A technical support specialist (tss) restarted asp synchronization and confirmed that the machine started synchronizing. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank, the user had been unable to find the medication on the patient¿s profile. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.